Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced into the anatomy. During advancement of clip introducer into sgc, air ingression was observed through clip. Aspiration was performed for removal of air. The clip was replaced with another device to complete the procedure. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.